Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer stated that they experienced both high as well as low blood glucose levels. The relevant blood glucose values specified by the customer are 59 mg/dl and 268 mg/dl. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will not return for analysis.